Event description:
As per the submitted medwatch report FDA # 1010373, hosp personnel were attending to a pt in a code situation. Allegedly the device would not charge or discharge. A back up device was available and used to continue pt care. The reporter stated there were no adverse effects to the pt as result of the alleged malfunction.